Manufacturer narrative:
Weight, ethnicityunknown/asked but unavailable. Ethnicity date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s operative eye due to blurry distance vision as they¿re unable to focus. The pre-operative visual acuity is was 20/60 -1. Post-operative visual acuity is 20/40. The iol removal required the incision to be enlarged. There was no vitrectomy and no sutures required. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 7, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues could be identified that could contribute to or cause blurry vision. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one other complaint was received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.